Event description:
It was reported on (B)(6) 2017 that the patient has been experiencing increased depression, increase seizures and more intense seizures since having vns surgery in (B)(6). No additional relevant information has been received to date.